Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent caesarean section and hysterectomy on (B)(6) /2015 and absorbable hemostat was used and left in the patient. Approximately 11 days following the procedure, the patient underwent kub xray that showed small bowel obstruction and presence of foreign body. The doctor opined that all counts from the (B)(6) 2015 surgery are correct and no items are missing. Additional information has been requested.